Event description:
The event involved a 40" (102 cm) appx 7.9 ml, admin set w/2 chemolock® w/red cap, 20 drop in-line drip chamber, 0.2 micron filter, bag hanger. The customer reported that they found some type of residue inside the tubing just above the drip chamber. No patient involvement and no harm.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Manufacturer narrative:
D9 - date returned to MFR: 3/13/2026 received the following: one (1) opened/unused. List #cl4110, 40" (102 cm) appx 7.9 ml, admin set w/2 chemolock® w/red cap, 20 drop in-line drip chamber, 0.2 micron filter, bag hanger; lot #14448803. Four (4) new. List #cl4110, 40" (102 cm) appx 7.9 ml, admin set w/2 chemolock® w/red cap, 20 drop in-line drip chamber, 0.2 micron filter, bag hanger; lot #14448803. A white residue was observed on each sample. The reported complaint of residue could be confirmed. The returned samples were observed to have a white residue above the drip chamber. The probable cause is from errant solvent coverage during assembly in ensenada. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.